Manufacturer narrative:
The pump has been received for evaluation but the evaluation is not yet completed. Once the evaluation is completed, or if additional information is received, a follow-up report will be filed.

Event description:
The facility representative reported that the device overinfused during patient use with no patient injury or medical intervention required. The pump was set to deliver 50 ml/hr of a minibag of magnesium sulfate for a max volume of 50ml. It appeared that the entire contents of the bag were delivered in about 5 minutes. No additional information is available.